Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, several episodes of non-sustained noise were noted on the right atrial lead. The noise episodes mimicked atrial fibrillation, but no inappropriate therapy was delivered. The patient is being monitored and is in stable condition.